Event description:
Drive medical received notice from a provider regarding an incident involving a duet rollator/transport chair that drive medical imports and distributes. The enduser was being pushed in the duet rollator/transport chair over rocky ground when she fell out of the chair, bruising her arm and tearing the cartilage in her knee. No product defect was reported. This report is based on information provided by the enduser. Due to the lack of product information provided by the enduser, the manufacturer cannot be identified.